Event description:
The home pt (hp) reported feeling overfilled and experienced nausea and vomiting while using the homechoice cycler for apd therapy. The healthcare professional (hcp) of the hp relates that the hp performs a manual midday exchange of 2000mls, which is typically drained out during the subsequent initial drain phase using the homechoice cycler. The hcp relates that the hp, being assisted by family member, did not fully drain during the initial drain and bypassed the initial drain after 1474mls had been drained, which is less than the programmed initial drain alarm setpoint of 1800mls. The hp then rec'd the first preprogrammed fill volume of 2000mls, after which they felt overfilled and vomited. According to the hcp, the hp placed the cycler into a manual drain until they no longer felt overfilled or nausea, after which continued therapy to completion with no further difficulties. The hcp relates that there was no pt injury or medical intervention as a result of this incident.